Event description:
Received the item that is used in the sterile processing department (spd) that was rusty. The spd supervisor reported it, considered it a defect. Manufacturer response for ring-handled channel brush, ring-handled channel brush (per site reporter): requesting rga and mailer today.